Event description:
The MFR received info alleging a ventilator had an internal battery failure. The device was not in pt use.

Manufacturer narrative:
The device has yet to be evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.